Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. An illegal address power on reset occurred on (B)(6) 2016. The initial battery voltage following power on reset was 1.749 volts.

Event description:
It was reported that at follow up of the device, the longevity estimator indicated the remaining longevity to be one month. It was found that there had been a patient alert for a partial electrical reset which had occurred several months prior. The reset also influenced the battery voltage measurement one day after the reset. On that day, there was an invalid measurement influencing the remaining longevity estimator values. The device had reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.